Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2018-00268: stem, 3025141-2018-00270: neck.

Event description:
An arh slide loc radial head replacement system was implanted in the patient on (B)(6) 2017. The implant was removed on (B)(6) 2018 due to lack of bone ongrowth to the stem, which caused the implant to be somewhat loose and was causing pain to the patient.